Manufacturer narrative:
We have contacted the initial reported to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Based on the information provided it is unk whether the device may have caused or contributed to the reported event. The pt provided medical record however it only included the implant of the bard crurasoft patch. The pt alleges the mesh was explanted and upon the procedure the mesh was noted to be "bunched up". A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no samples was returned for evaluation. With the currently available information, no conclusion can be made at this time. If additional medical records are provided, a supplemental report will be submitted.

Event description:
The following was reported by a maude event report (B)(4). As alleged in the maude report; "I had a laparoscopic nissen fundoplication to correct severe gerd. The surgeon used polytetrafluoroethylene mesh - bard product to repair the defect in my diaphragm. The surgeon stated 1/3 of my stomach was within the thoracic cavity. Difficulty swallowing began one week after the surgery and continued for about one month, during 2012. Difficulty swallowing began again and became progressively worse. I was told it could be from the multiple sclerosis - I was diagnosed with in 1999. Twice during 2011 I underwent endoscopies where the provider tried to stretch the stricture which was found. Both of these procedures did not help. In 2012 I underwent another laparoscopic procedure to repair the initial surgery. The surgeon found that the mesh which was used initially to repair my diaphragm had "bunched up" and created a stricture thus making it very difficult to eat. Food had been getting stuck in my esophagus and I had to force it out by trying to vomit. As it would not go down. It is now months after the second surgery and I am having trouble swallowing again. I will be contacting the second surgeon to obtain his opinion. He did tell me he was not able to get all of the original mesh out. I was in surgery in 2012 for six hours. (B)(4). The following is base don medical records provided by the pt: (B)(6) 2008 - pt underwent laparoscopic nissen fundoplication with repair of a paraesophageal hernia with bard crurasoft patch.